Manufacturer narrative:
The reported events of capture, sensing, impedance problem, and dislodgement were not confirmed. The complaint of stretched helix was confirmed. Visual inspection showed that the outer helix was not within specification which is consistent with occurring procedure related damage. Functional features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.

Manufacturer narrative:
Correction to include DHR statement on h11: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, after fixating the leadless ventricular pacemaker it exhibited high threshold, r wave amplitude variation and high pacing impedance. It was noted that the device was difficult to maintain coaxial with the catheter at this time. Once the device was released from the catheter, the leadless pacemaker micro dislodged, and the capture threshold increased. The physician elected to retrieve the device, and a new leadless pacemaker was implanted successfully. Once retrieved, the device's helix was noted to have sprung. The patient condition was stable throughout procedure.